Manufacturer narrative:
B3: event date is unknown. H3: product analysis: (B)(4): part#: 7480131, lot#: sa09e070 visual inspection confirmed one of the tabs of the driver has broken. This type of damage is consistent with bend stress overload. This regulatory report is being submitted due to retrospective review through CAPA: 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare facility via manufacturer representative regarding two drivers used for spinal therapy. It was reported that one of the internal prongs of provisional driver that hold the set screws was broken and thus unable to hold a set screw and the rubber on the handle of break off driver was cracked and therefore unable to be processed. These items were sent to medical engineering with no explanation as to when or how the crack in the break-off driver happened or when or how the broken provisional driver was discovered. There is no patient involved in this event. There is no further information available regarding this event.